Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited farfield oversensing one day post implant. Reprogramming options were discussed and recommended. Currently, the crt-p system remains in service and no adverse patient effects were reported.